Event description:
It was reported that the case involved a heavily calcified obtuse marginal off of the circumflex. The balloon catheter was used for predilatation, when a dissection occurred. An attempt was made to treat the dissection with two stents but they would not cross. The same balloon catheter was used to treat the dissection and the case was completed. No patient effects were reported.